Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be completed due to the unresponsive buttons. No moisture damage was noted to the liquid crystal display circuit board, mother board, interface circuit board, radio frequency circuit board, motor, vibrator, or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, cracked case and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump was cracked and that moisture and sweat was getting in, causing the insulin pump to malfunction. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.